Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had a fall while on vacation and felt like the stimulation changed after and felt stimulation wrapping into ribs. This lasted for a week but cleared up. The patient said she doesn¿t see well and tripped. Fluoro was taken of leads and reprogramming was performed. No interventions were taken. The leads had not moved based on fluoro and stimulation in the ribs cleared up over a week ago. Some tweaks were made to adaptive program and the patient was happy. The issue was resolved. No further complications were reported/anticipated.